Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies and none were found. The reservoir passed the occlusion test.

Event description:
Customer called to report the insulin pump alarmed for no delivery during the bolus process. Blood glucose reading was 152 mg/dl. Troubleshooting was performed. The alarm was resolved with a reservoir change. Advised the customer to return the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)